Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Event description:
The facility reported a colleague infusion pump with "downstream occlusion and there is not one really." According to the facility, this event occurred upon programming/set-up in the labor & delivery unit. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "downstream occlusion and there is not one really" was not confirmed by baxter personnel during product evaluation. The root cause was not identified. Therefore, no assignable cause could be provided for this condition and no repair was necessary. The device has been previously sent into service for the reported condition of "false downstream occlusion alarm". A device history record review was performed, and no abnormality was observed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up medwatch will be submitted.